Manufacturer narrative:
DHR was reviewed and the pump passed all previous tests. There are no other complaints on this device. At this time, the device has not been returned for an evaluation.

Event description:
On 11/30/2023 infutronix received a report that a pump alarmed system error during an infusion. The infusion could not resume, leading to a delay in therapy. Device return requested.